Event description:
It was reported to ventec that during an event the device appeared to be rebooting. The reporter advised that the device would continuously alarm and that the lcd touchscreen display turned green with rapidly moving black flecks. There was patient involvement associated with the reported event. The reporter advised that there was no harm as a result of the reported issue, and that no details about the patient could be released.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis. Ventec reviewed the data and did not observe any indication that the device had rebooted or lost power unexpectedly during use. Ventec performed an evaluation of the device and did not observe any inappropriate rebooting, or issues with its lcd touchscreen functionality. During testing the device would not reboot without being commanded to do so. The reported issues of the device continuously rebooting by itself, and its lcd touchscreen not functioning as intended, could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.